Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin gauge was incorrect. Customer declined tandem technical support's offer to assist with reloading the cartridge. Upon follow up, contact reported no further follow up or assistance was required. Customer's blood glucose was 152 mg/dl.